Manufacturer narrative:
The biomedical engineer reported that the org experienced signal loss on multiple channels and had spikes on the spo2 waveform. It was confirmed that the revision of the receivers was too low and should be upgraded from rev ad to rev af or higher to resolve the issue. The unit was in use on patients but no patient harm was reported. The biomedical engineer sent the unit in for repair and the unit has been evaluated. The reported problem of spikes on the spo2 waveform and disappearing values were duplicated. All malfunctioning parts were replaced. The unit was tested per the operator's/service manual and the unit completed extended testing and operates to manufacturer's specifications.

Manufacturer narrative:
The biomedical engineer reported that the org experienced signal loss on multiple channels and had spikes on the spo2 waveform. It was confirmed that the revision of the receivers was too low and should be upgraded from rev ad to rev af or higher to resolve the issue. The unit was in use on patients, but no patient harm was reported. The biomedical engineer sent the unit in for repair and it is currently awaiting evaluation. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer reported that the org experienced signal loss on multiple channels and had spikes on the spo2 waveform.